Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of six (6) years, eight (8) months due to calcification with two frozen leaflets and severe stenosis. The patient presented with chf nyha class ii-iii. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure and was discharged on pod #0.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of rheumatic heart disease and hld.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, corrected: d1, d4, h4. DHR review task completed. Review whether or not to re-run the decision tree. Review if a supplemental MDR is required.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of six (6) years, eight (8) months due to mitral stenosis with two frozen leaflets secondary to calcification. The patient presented with dyspnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. The case went well and the patient left the room in stable condition. The patient was discharged on pod #0.